Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was extracted and replaced on (B)(6) 2022. The patient experienced no consequences.

Manufacturer narrative:
The reported event of noise could not be confirmed. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.